Event description:
The customer stated: the tubing is extremely thin and stretches when used. The main function of this is, as a tourniquet around a blood vessel (artery, vena cava) in order to limit flow through that vessel so that the procedure can be accomplished. This product was used during a double venous cannulation and the loop stretched to the point that the vena cava could not be occluded around the cannula. This can have catastrophic effects. Customer requested that these be removed from the shelf and replaced from prior product from another supplier.